Event description:
Upper endoscopy performed; heater probe to avm in duodenum; at end of procedure; noted teflon tip missing; 3/28 during colonoscopy; teflon tip seen in cecum and retrieved; no injury to pt.